Manufacturer narrative:
A review of the device history logs found no errors indicating the failure of the reports to upload, however it was noted that universal manager (um) crashed. Troubleshooting from unity support found the exams in the failed results out queue. The exams were all read and approved in approved (apd) status with report ID's. The reports folder was manually checked, however, none of the reports had report folders. The report statuses were updated to dictated (did) and resent to the user re-dictation. Unity support confirmed that all five reports were re-read successfully. No further investigation will be performed.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. The customer contact reported on (B)(6) 2019 there were five exams with corrupted reports from (B)(6) 2019 from two different reading stations. There was no reported adverse event to the patient. However, while images were available, a corrupted report could potentially result in a delay in care that could lead to harm. Reference complaint (B)(4).